Event description:
The patient had "no response." The catheter was reported to be intact. "Suspect pump malfunction secondary compounded drug." The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.